Event description:
It was reported that the suture site of the pump implant patient appeared to not heal properly. The physician performed a revision surgery to re-suture the site with a subcutaneous stitching layer to assist in the healing process. The physician also suspected an infection. A culture was taken and determined that there was no infection. There were no product issues reported.

Manufacturer narrative:
Internal complaint number: (B)(4).